Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Lot 9052823, included in this complaint, is associated to field action # 2243072-05/09/2019-007-r. 1. Recall summary: --------------------- bd is conducting a voluntary medical device recall for multiple lots of the bd microtainer® tube w/ bd microgardtm closure, k2edta additive, based on confirmed complaints of reduced within the tube reservoir. 2. Product and scope ------------------------- bd microtainer® tube w/ bd microgardtm closure, k2edta additive, catalog# 365974, are used to collect, transport and store skin puncture blood specimens for hematology tests, or for tests utilizing serum or heparinized plasma. 3. Description of issue ------------------------- the referenced lots have been confirmed to have reduced or no additive within the tube reservoir. Bd pas identified this issue thru the bd complaint investigation system 4. Summary table of the # of complaints and mdrs in scope ------------------------------------------------------------------- per 806 # 2243072-05/09/2019-007-r dated june 5, 2019 there were a total of 2 complaints and 2 mdrs within scope at the time the field action was made. 5. Hhe summary -------------------------------- this issue may develop visible clots within the tube samples or micro clots that are not easily detected during visual inspection of the tubes. As a result, this may lead to recollection of samples or, retesting of patients, resulting in delayed reporting of test results and patient treatment. . Additionally, if a micro clot is undetected, it may contribute to inaccurate cell counts including platelet, and hemoglobin levels that could potentially produce erroneous results that impact patient treatment. This may lead to moderate health hazard to patients. 6. Investigation summary --------------------------------------- evaluation of complaint samples confirmed that additive was not visually present inside the tubes. Subsequently, retention lot samples from prior and post manufacture of the complaint lot were tested and confirmed the defect was limited to 13 lots manufactured from january 2019 to february 2019. Bd pas has initiated CAPA (B)(4) to further investigate this issue and implement corrective actions. 7.recall reference #, either bd internal or res/z# ----------------------------------------------------------------------- bd recall # pas-19-1526.

Event description:
Material no. 365974 batch no. 9052823. It was reported that during use of the bd microtainer® tubes with k2e (k2edta) there was an issue with micro clots. The tubes were clotting. The following information was provided by the initial reporter: they are experiencing clotting. Work performed site is using the micro containers on pediatric patients and puncturing fingers. Site is not using a bd lancet but states they are getting good blood flow. There has been no technique change or new person collecting. Tubes contain micro clots. Tubes are mixed by 5 inversions-recommendation is 8-10 times.

Manufacturer narrative:
Investigation summary this complaint is associated to field action # 2243072-05/09/2019-007-r. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for clotting was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #(B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
Material no. 365974 batch no. 9052823. It was reported that during use of the bd microtainer® tubes with k2e (k2edta) there was an issue with micro clots. The tubes were clotting. The following information was provided by the initial reporter: they are experiencing clotting. Work performed site is using the micro containers on pediatric patients and puncturing fingers. Site is not using a bd lancet but states they are getting good blood flow. There has been no technique change or new person collecting. Tubes contain micro clots. Tubes are mixed by 5 inversions-recommendation is 8-10 times.